Manufacturer narrative:
The tandem t:slim pump user guide indicates that the novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusions alarms. After the alarm, the customer typically would change the site and administer an injection of insulin. The customer was not sure if the blood glucose level was impacted. As the occlusion alarms occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions. Reportedly, the customer would use the cartridge for 3-4 days.